Event description:
Needle did not operate properly. When performing the ultrasound guided breast biopsy, and after firing the device, the dr found the device "stuck" in tissue. Dr needed to disengage the cutting needle in order to remove the device from the pt. No sample retrieved.